Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, there was placement difficulty because the helix would not fully deploy. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Helix fully extends and retracts within specification and without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.